Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of "increasing health problems such as chronic exhaustion (fatigue), severe weakness, circulatory problems and enlarged lymph nodes as they progressed", "recall" and "immunological symptoms". Are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "increasing health problems such as chronic exhaustion (fatigue), severe weakness, circulatory problems and enlarged lymph nodes as they progressed", "recall" and "immunological symptoms".

Event description:
Patient reported "increasing health problems such as chronic exhaustion (fatigue), severe weakness, circulatory problems and enlarged lymph nodes as they progressed", "recall" and "immunological symptoms". This record relates to the left side. Device remains implanted.